Event description:
Healthcare professional report a left side rupture and capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Pain: unable to confirm, as it is a medical event. Not related to the device. Visibility/palpability: unable to confirm, as it is a medical event. Not related to the device. Additional observations: deformation observed, wear abrasion observed, crease fold observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional report, a left side rupture. And capsular contracture, baker grade IV. Healthcare provider additional noted, on return goods authorization form (rga), baker grade iii. Device has been explanted.

Event description:
Healthcare provider additional noted on return goods authorization form (rga) baker grade iii. Patient reported left side looked deformed, left side pain and hardness. Device has been explanted.